Event description:
It was reported that damage occurred to the pump's housing and usb port, which affected the customer's ability to charge the pump. There was no available information regarding the customer's blood glucose level at the time of the event. The customer was informed of the need for a pump replacement, and technical support arranged for a replacement pump. Instructions were provided for returning the faulty pump within ten days using a pre-paid label and return box. The customer declined to share their backup therapy plan to ensure uninterrupted insulin delivery.